Event description:
The customer reported via phone call that the insulin pump alarmed button error and that she was unable to clear the alarm. The customer inserted a new battery and then received the battery out limit alarm. The customer's blood glucose was 120 mg/dl. While troubleshooting, the customer stated that she was driving in the car when the alarm occurred. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.